Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-02859. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, following the patient's second revision surgery, the patient's pain and discomfort in the right knee was not relieved. After the surgery the patient experienced worsening knee pain, swelling, motion restriction, difficulty with ambulation, and difficulty performing simple activities of daily living. Additionally, at the time of the second revision surgery, the patient had additional periprosthetic fractures which went undiagnosed and untreated. The periprosthetic distal tibia fracture went from minimally displaced to severely displaced and angulated. As a result, the patient developed chronic pain, debility, deep post-operative infection, and significant leg length discrepancy. No further impact to the patient was reported. No further information is available. This is report 2 of 2 for this event/patient.